Event description:
It was reported that the lead protruded and the patient experienced pain. The pocket was revised and the lead remains in use. It was also noted that the patient was part of the systems longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.